Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the hemi head, acetabular cup and modular sleeve were removed. The stem remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the cup, hemi head and modular sleeve was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the cup and hemi head. Similar complaints were identified for the modular sleeve and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. It cannot be determined to what extent the patient¿s multiple falls and co-morbidities had on her pain and clinical status. The reported pain, elevated metal ions and small fluid collection over the greater trochanter noted on MRI along with intraoperative findings of significant necrosis within the tissue, dark stained fluid and moderate corrosion on the trunnion may be consistent with findings associated with metal debris and trunnionosis. Pathology reported chronic inflammation and fibrotic tissue within the synovium. However, the root cause of the metal debris, pseudotumor and synovitis cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the acetabular cup, hemi head & modular sleeve were removed. The stem remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the complaint history for the cup, head + sleeve was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the head, cup + sleeve. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Device history record review confirmed that all released parts met specifications applicable at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. The intraoperative findings of the reported elevated metal ion levels and necrosis may be consistent with findings associated with metal debris. However, without complete supporting medical documentation, the root cause of the reported symptoms noted in the legal claim cannot be concluded and it cannot be concluded that the reported reactions were associated with a mal-performance of the implant. The patient impact beyond the revision and expected post-operative pain cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. Additional information: d4 and h4

Event description:
It was reported left hip revision surgery due to pain and failed metal on metal. Evidence of corrosion at the sleeve and trunnion interface. Stem in situ.